Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 458 mg/dl, which was reated with manual injection. During troubleshooting, insulin did exit with 5.0 u fixed prime. Customer reported that cannula was not bent, but had happened in the past. Customer discarded product but believed that occlusion may have been due to inserting near scar tissue. Customer declined further troubleshooting.